Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided when the evaluation is completed.

Event description:
Related MFR report: 3006705815-2020-30925. It was reported the patient's entire scs system was explanted and replaced. Reportedly, the patient was unable to increase the system's stimulation amplitude, so he stopped charging the scs ipg. The company representative was unable to communicate with the ipg prior to the surgery. The replacement procedure was completed without any complications, an impedance check showed normal range after the system was replaced.

Event description:
Related MFR report: 3006705815-2020-30925.

Manufacturer narrative:
The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.